Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no lot-specific product issue from this lot. Based on the information reviewed, reported difficult to remove from the anatomy resulting in tissue injury appear to be due to procedural circumstances. Tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removal and tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted there was a rotated heart, causing imaging to be difficult. An ntw was successfully placed on the mitral valve. An nt clip was inserted and advanced into the left ventricle (lv), but when the clip was pulled up to grasp the leaflets, it was observed the clip was caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. The physician pulled the clip back in the left atrium (la) and it was observed that a portion of the chordae had ruptured and was attached to the clip. Therefore, the clip was removed and replaced. Another nt was inserted and successfully placed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.